Event description:
The customer contact reported the device was running hot. The device was returned to the biomedical department prior to patient use from the intensive care unit with an unsigned note that stated, "pump running too hot." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.